Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, the prograsp forceps did not hold the tissue. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.